Event description:
The pt received the scs system on (B)(6) 2006. It was reported the pt is experiencing an aching sensation around the ipg implant site. The sensation occurs whether stimulation is on or off. The manufacturer has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.